Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 6949 implantable tachy lead - (B)(6) 2006, 4076 implantable pacing lead - (B)(6) 2006, 4296 implantable pacing lead - (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient complained of shortness of breath and a decrease in energy, and the right ventricular (rv) pace/sense lead exhibited t-wave oversensing (twos). The lead was reprogrammed, and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.